Manufacturer narrative:
Concomitant products: product ID: 3778, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received from the patient reported that they had broken both leads and had them replaced. The patient had not known the leads were broken and then all of a sudden things just had not seemed right and ¿things just went partially on.¿ the patient stated that even the health care professional (hcp)s had not known that the leads were broken until then. The whole system with the implant and the leads stopped working and therefore they had the implant battery replaced. The patient stated that ¿it just did not work¿ and ¿they could not get it going¿ even when they had tried everything. The patient stated that the manufacturer representative had worked on the device and tried other things but they determined that they needed to replace the whole battery. The battery was replaced with a non-rechargeable battery. The patient had gotten so sick from the anesthesia that was given during the implant procedure. It was reported that they were given a temporary ID card and the new device had not been registered.

Event description:
Additional information received from the patient reported that the leads on their original implant broke. The patient stated that they had reservations as to the quality of the product due to the situations with their system, and that they'd be hesitant to recommend it.

Event description:
It was noted, the manufacturer representative was in a case for a fractured lead and are implanting a new lead to the patient¿s battery. It was noted that the date of the event was unknown and the revision was taking place at the time of the report, 2014 (B)(6).

Manufacturer narrative:
Product ID 3778, serial# implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID neu_unknown_lead, implanted: 2012 -(B)(6); product type lead. (B)(4).